Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Voluntary medwatch received (B)(6) 2023 reported: tandem has exercise mode which was enabled earlier in the day. As there is no timeout, you have to go back into and turn off/can't set it for a set amount of time. I forgot to turn off overnight; user error, but it is extremely difficult to remember to turn off and not accessible in the phone application. I had a hypoglycemia (~35) overnight which may be related to the algorithm to the exercise as.